Event description:
It was reported that the pump is overheating and a temperature alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made to gain additional information but no response was received.